Event description:
On (B)(6) 2023 I had a treatment done on my face/neck with a device called morpheus 8 by inmode. I went in for only my neck area but was talked into doing my entire face since I was paying for the needle. Ten days later, I noticed volume loss under my right eye and temples. It progressed over three months to fat atrophy under both eyes, temples, forehead, left buccal area, sides of nose and surrounding jawline structure. It not only caused physical deformities but mental and financial hardships. I had never touched my face prior besides having botox done twice in my life. There are over 15k people that belong to a support group that are specifically damaged by this morpheus 8 radiofrequency device.